Manufacturer narrative:
Review of article found this event to be a duplicate of (B)(4) and a regulatory report 2025587-2018-00951 along with supplemental regulatory report 2025587-2018-00951 has already been submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: kimmel j conversion from monitored anesthesia care to general anesthesia for transcatheter aortic valve replacement. J cardiothorac vasc anesth. 2018 apr;32(2):1032-1040. Doi: 10.1053/j.jvca.2017.05.015. Epub 2017 may 9. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding conversion from monitored anesthesia care to general anesthesia for transcatheter aortic valve replacement. All data were collected from a single center between october 2014 and october 2016. The study population included 515 patients. No information on patient demographics was reported. Medtronic received information that (B)(6)-year-old female patient with history of severe aortic stenosis (as) and diastolic heart failure was implanted with a 26mm medtronic evolut r bioprosthesis. Soon after deployment the patient became hypotensive. Transesophageal echocardiogram (tee) and fluoroscopy revealed new effusion in the left thorax. Laryngoscopy and intubation were performed without additional medications. Aortogram revealed extravasation from the distal aortic arch. Two endovascular stents were deployed and a left chest tube was inserted. Repeat aortogram revealed persistent extravasation at the left subclavian artery and tee examination revealed a type-a aortic dissection. A decision was made not to convert to sternotomy. Subsequently, the patient expired.